Manufacturer narrative:
(B)(4). Batch # m52009. The analysis results found that the tlc10 device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
Information anticipated, but unavailable at this time. The device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the closure trigger could not be compressed. They used higher force to close, but the device could not fire completely at the first firing. Only about half cut line and staple line deployed. The staples were irregular. They changed the reload but still had the same issue. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.